Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reported via phone call to have low blood glucose of 50 mg/dl, which was treated with food. Customer reported of being new to insulin pump therapy and felt he needed more training. Troubleshooting was performed on insulin pump to determine reason for low blood glucose. After troubleshooting, it was found that customer would keep getting "meter blood glucose now" due to missing the calibration question. It was also found that customer changed infusion set every five days and was advised to change every three days. Customer was also advised to contact healthcare professional regarding low blood glucose.